Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 8 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the broken internal piping tube could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The olympus (osh) field service engineer was informed by the customer that the asset/loaner high flow insufflation unit reportedly had an "internal sound" during an unspecified event. No patient injury or harm was reported to olympus. The device was returned to the repair center (bjrc) and during inspection and testing, the internal piping tube was broken and gas leakage therefore occurred; the gas feeding function could not be checked.

Manufacturer narrative:
The inspection found the internal piping tube was broken and gas leakage therefore occurred; the gas feeding function could not be checked. The customer's reported issue of an "internal sound" was not confirmed. Additionally, one cable socket on its main board got lost due to it's solder joint was detached and four of the dampers were broken. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.